Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch no and no unlocked lcd keypad connector. Unable to test bolus anomaly due to buttons not responding noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their act button sticking. The customer states the pump does not always deliver the bolus. The customer states they cannot verify times or dates. The customer's blood glucose level was unknown. The customer declined to troubleshoot. The customer was advised the pump would be replaced and returned for analysis.